Event description:
An optometrist reported a case of dry eye and undercorrection, observed in the patient's right eye six months post lasik. The reporter indicated the patient is being treated for the dry eye first with cyclosporine ophthalmic emulsion and artificial tears prior to considering surgical intervention. There are two medical device reports associated with this event. This report references the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).